Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). Electric dermatome, serial number (B)(4), was manufactured on june 17, 2011, and was 5 years old at the time this complaint was generated. The previous repair report was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Initial qa inspection of the electric dermatome revealed no apparent damage to the hand piece. The thickness control lever operated as intended. There were no visible issues noted to the power cord. There were no visible issues noted to the width plates. The device was tested with the electric dermatome test power supply it #7247 under stroboscope it #929, and the motor speed was within specifications. Repair of the electric dermatome was performed by zimmer biomet surgical which included replacement of the power cord assembly, power switch, fine adjustment cams, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor and o-ring. The service technician noted that the control bar has some movement in it which may have caused irregular grafts. The electric dermatome was then tested and functioned properly. It was repaired, inspected and tested. The reported event ¿that the graft thickness was not correct¿ was confirmed since during the repair the service technician noted that the control bar had some movement in it which may have caused irregular grafts. Based on the information that was provided the root cause of the reported event could not be specifically determined. During the repair the service technician noted that the control bar had some movement in it. The IFU states to ¿handle the zimmer electric dermatome carefully. Should it be inadvertently dropped or damaged, it should be returned for service. Do not use.¿ the electric dermatome was repaired, tested and returned to the customer.

Event description:
It was reported that during surgery the graft thickness was not correct. No adverse events have been reported as a result of the malfunction.